Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 07-apr-2026. [Additional information]: on 07-apr-2026, additional information was received. Per the information, there was no visible damage noted on the galaxy g3 (gly120620) coil. There was no damage noted on the micrusframe18 (mfr180830). There was no blood flow restriction / reduction as a result of the reported issue. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (2612528s) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a coil embolization procedure targeting two bronchial artery aneurysm, the devices were used in accordance with their respective instructions for use (ifus). An approach was made to the bronchial artery using a 5 fr angiographic catheter and a breakthrough¿ microcatheter (boston scientific). After the system reached the target lesion, the outflow tract of the aneurysm was embolized with pushable coils, the embolization of the aneurysm itself was initiated. After implanting two 7 mm galaxy g3 coils, the 6mm x 20cm galaxy g3 (gly120620 / 1682522s) was used. It was reported that while inserting the galaxy g3 coil into the microcatheter, the angiographic catheter dislodged from the bronchial artery. During the attempt to resheath the galaxy g3 coil in order to re-engage the angiographic catheter, the sheath became misaligned and the galaxy g3 could no longer be reused. The galaxy g3 was replaced with new coil. Two additional coils were placed, completing the embolization of the first bronchial artery aneurysm. The procedure then proceeded to the second aneurysm. The 8mm x 30cm micrusframe 18 (mfr180830 / 2612528s) was the first coil used. Resistance was felt inside the microcatheter, and the micrusframe 18 could neither be advanced nor withdrawn. After repeated pushing and pulling, it suddenly became retrievable. However, the coil had unraveled, and both the microcatheter and the micrusframe18 coil were removed together. It was confirmed that all coil material was confined within the microcatheter with no remnants left in the patient¿s body. The micrusframe18 coil was replaced with a new coil of the same specification and the new coil functioned without issue. Subsequently, two additional pushable coils were then placed and the procedure was completed. The reported issue did not result in any undue procedural delay that could be considered clinically significant. There was no negative impact to the patient. On 09-mar-2026, additional information was received. The information indicated that the 8mm x 30cm micrusframe 18 (mfr180830 / 2612528s) coil unraveled, not purposely detached.